Event description:
Additional information received from the patient stated that the painful pulsation from the groin to le was not determined. The patient has a scheduled appointment with surgeon on november 17. The device was temporary tuned off to see what happens with it off. The pain issue has not been resolved yet. The feeling of stimulation in the wrong location , vibration at implant site and hematoma has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the vibration at implant site was not resolved by adjusting the settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2021 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient (pt) reported that they had a "major" hematoma complication as a result of implant surgery. Pt stated this "went pretty much across the back". Pt stated they noticed this "about two weeks" after date of implant (doi) and it was "all black and blue". The pt stated it wasn't red or oozing, it was only black and blue. Pt stated once swelling went down they noticed "it's worse than before I had stimulator put in". Pt further clarified ins is "not working at all". Pt stated they had tried all 7 programs and stated they have it "set at 1 on program 6". Pt stated that their healthcare professional (hcp) told them to call patient services (ps) due to this. Ps reviewed considerations to try changing programs/increasing stim if their hcp has advised that it was okay to do so. The pt had already tried changing to all available programs and was still not getting therapy relief. Pt stated on programs 2 & 3 they were feeling stim in bike seat area, but all other programs pt reported they were not feeling stim in correct area. Pt reported feeling stim in "upper part of backside" and clarified feeling "vibration" around implant site. Pt inquired about how strong to have stimulation. Ps reviewed therapy/stimulation considerations. The pt denied any recent trauma/falls. Pt stated when they have had complications in past and that "there would be more urgency as opposed to if I touched water or sneezed" and stated that was not the case now. Ps reviewed process to coordinate rep at appointment if needed and provided pt with nas phone number for hcp. The pt stated they have and hcp appointment coming up on (B)(6). The patient was redirected to their healthcare provider to further address the issue.  (B)(6) 2021 patient reports that after last call they did see hcp who reprogrammed the system, said that the rep was also there. Patient said that they were told not to use the two programs and work with the others. This was fine until end of july first part of august when they started feeling painful pulsation from groin to leg. On programs 2 and 3. Patient said at first didn't think it was related to implant and was taking tylenol arthritis and then consulted with pcp however then decided to turn stimulation off and the pain stopped. When asked, no falls or trauma however patient did mention did heavy lifting at the end of june. Reviewed troubleshooting which patient said they will do later on their own. Patient plans to try the other programs to determine if experiences the same or if finds a program that the painful pulsation doesn't occur to use that program. Patient to also decrease the setting on programs to determine at what point stimulation sensation becomes painful. Patient plans to schedule reprogramming session at hcp as needed. Patient to provide update to hcp and afterwards provide update to the manufacturer.